Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction around the sensor and under the adhesive. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's husband described the reaction as bright red. On (B)(6) 2016, the patient was referred to a doctor for the skin reaction and was prescribed cortisone and antihistamine pills. At the time of contact, the patient was well. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.